Manufacturer narrative:
This report was submitted in error as a duplicate file. The event was captured in MFR# 2937457-2015-01619 and any further information will be reported in this file as required.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that peritoneal dialysis (pd) patient was hospitalized with peritonitis. Exact date of hospitalization is unknown. Medical records were requested.